Event description:
Quality nurse called to request a log review. She reported that she thinks that a pt rec'd an overinfusion of propofol that led to a cardiac arrest. She stated that a pt was in the intensive care unit on a ventilator and receiving propofol when his blood pressure dropped suddenly. She reported that the doctor ordered the propofol to be stopped and a normal saline bolus and levophed be given. The quality nurse reported that she thinks the nurse gave the pt a 100 cc bolus of propofol instead of the normal saline since the pt went into cardiac arrest and had to be resuscitated. The device was sequestered in biomed. The pt fully recovered from the event and was discharged from the hospital. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been rec'd and log review is pending. A f/u report will be submitted once the investigation has been completed.